Event description:
It was reported the bottom power cord cover and keyboard are broken. The programmer also will "crash" occasionally when turned on, and the touch pen has a bad connection with the display. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report. The power cord cover was broken and the left keyboard case hinge was broken. It could not be confirmed that the programmer would "crash" occasionally. It was also noted that the display did not pass functional testing due to a circuit board being half disconnected from the display, as a result this was reseated. Also, the screws were missing on the hinge plate and the media bay door latch return arm was bent.